Event description:
The patient reported that he had a suspicion that the implantable neurostimulator (ins) may have turned on by itself. He thought this because his body felt heavy, like it had extra weight. It was his left hand side that felt heavy and it started maybe yesterday, (B)(6) 2016, or the day before. This would have been same the time the ins turned on by itself. The patient stated that he may have been around electromagnetic interference (emi) because he could have entered a building with screener devices. He was assisted in checking his ins with his programmer and at the beginning of the call the ins showed on. He wanted the ins off, so turned it off. He was going to follow-up with his healthcare provider (hcp). The patient¿s indication(s) for use were parkinsonian tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.